Event description:
It was reported that the surveillance ixcuchccaov01 is not producing any audio alarms. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer. The customer biomedical engineer (bme) had rebooted the surveillance, but this did not resolve the issue. The rse guided the customer to check the speaker connection and the bme found that the surveillance speaker is connected a db25 connector which is located on a black box. The box has a cat5 cable leaving the box that was disconnected from the port beneath the desk. The customer reconnected the cat5 cable to resolve the issue. The details of how the cable became disconnected are unknown.